Manufacturer narrative:
Evaluation code, results: (dissection). Other (secondary intervention required).

Event description:
An endeavor rx drug-eluting stent was implanted in the mid lad during a staged procedure. A second endeavor drug-eluting stent (3.5 x 9) was implanted (overlapping) to treat a complication/dissection bailout (after stent implantation to cover target lesion). Pt discharged the following day.